Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lower case, one bail cover, and ring cover were broken. One bail cover, one bail, and ring were missing. The battery contacts were compressed, and the battery drawer was out of specification.

Event description:
It was reported that a nurse stated the device turned on by itself - error 0015 was observed. There was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.